Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had been exhibiting elevated pacing impedance measurements which were greater than 2500 ohms and elevated thresholds measurements. A revision procedure was performed and the pacing/sensing portion of the lead was removed from service and replaced. No visual damage was noted to the lead. The replacement lead was connected to the existing device and appropriate function was observed and no obvious damage or abnormalities were noted on the device. No additional adverse patient effects were reported.